Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 24 mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The wds was deployed two times, but the position was determined to be unacceptable, so it was recaptured. On the third deployment a more anterior position was selected and the device was deployed. After deployment, the physicians realized the closure device was too deep into the appendage and potentially through the pericardium, causing pericardial effusion in the pericardial sack. The closure device was released to stop the effusion from becoming worse. The patient's blood pressure started to drop and pericardiocentesis was performed to avoid cardiac tamponade. The patient could not be stabilized and had to go in for cardiothoracic (CT) surgery, where the closure device was explanted. There was concern transesophageal echocardiography (tee) imaging during the procedure may have not been optimal as clear, dedicated views of the appendage were not obtained during deployment. A 3-dimensional (3d) probe with the ability to x-plane was also not used.